Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received or if the instrument is returned. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the maryland bipolar forceps instrument, it was alleged that a fragment broke off, fell inside the patient, and was not retrieved. At this time, it is unknown what caused the instrument to break and if the missing instrument fragment was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, a maryland bipolar forceps instrument was damaged and yellow material fell inside the patient. An intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that the material is radiolucent. The customer reported that they searched for the fragment with a grasper, but could not locate it. The customer indicated that they would use suction and irrigation in an attempt to find the missing piece. The procedure was completed with a backup instrument. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. The fragment was not retrieved. No post-operative tests were conducted to search for the reported fragment. The reported breakage occurred during tissue dissection. The customer indicated that the patient has not returned to the hospital due to any post-surgical complications related to possible retention of a foreign object. The instrument was used for over two hours and was not removed until the breakage was identified. The instrument was inspected prior to use. Video recording of the procedure is not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument associated with this complaint and completed device investigations. Failure analysis confirmed and replicated the reported breakage. The instrument was found to have a broken bipolar yaw pulley with a missing piece that measured approximately 0.160¿ x 0.174¿ in size. This failure is most commonly caused by user mishandling/misuse, such as the application of excessive force to the distal end of the instrument. Based on the current information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, a fragment from the maryland bipolar forceps instrument fell into the patient and was retained. There is no evidence that a malfunction of the maryland bipolar forceps instrument occurred. The damage found with an evaluation of the instrument can be attributed to mishandling/misuse.